Event description:
The cool line catheter (lot # 184558) was used to provide ivtm treatment for a patient with a tbi (traumatic head injury). After one hour of therapy, the console generated an air trap alarm. No traces of fluid were observed around the start-up kit (suk) and no blood was present in the catheter tubing. Per the reporter, no information was available on the amount of the saline infusion, however, the 500ml saline bag was used during the treatment. The catheter leak was suspected. The catheter was replaced to continue the therapy utilizing the same console. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of "a suspected cool line catheter (lot # 184558) leak" was confirmed during functional testing. A pinhole leak was observed at the proximal end of the distal balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. A visual examination of the returned catheter was performed, and no physical damage was found on the catheter. Dried blood residue was observed in the balloons and luered tubings. During the functional pressure leak test all infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed at the proximal end of the distal balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the cool line catheter with lot number 184558.